Event description:
It was reported by the aci clinical specialist that a (B)(6) male patient underwent an interventional coronary procedure on (B)(6) 2013. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size 6mm. Following the procedure, the physician selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was deployed and hemostasis was achieved. An hour and a half later, the patient was hypotensive with blood pressure dropping to the 60's (systolic) and complaining of groin pain. When the physician arrived the patient had a very large hematoma (greater than 6cm) wrapping around the inside of his thigh. Manual compression was applied to the hematoma for approximately 31 minutes at which time the hematoma was resolved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.